Event description:
Tubular dressing was applied to a finger following repair of laceration. Patient returned to ER on two additional occaszions due to swelling and pain. No immediate cause for problems were identified at that time. Approximately two weeks later, it was discovered that another patient had similar problems following use of x-pan. Normally, a cotton type tube dressing is used but ws back ordered and not available at the time of these instances. #1 x-pan dressing has been removed from stock after it was discovered that x-pan caused discoloration and pain to uninjured digits within 15 minutesdevice labeled for single use. Patient medical status prior to event: unknown. There was multiple patient involvement. Number of patients involved: 2.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: performance tests performed, visual examination. Results of evaluation: other, other, other. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped permanently. The device was destroyed/disposed of.